Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding rash on the left side under the armpit and an open and bleeding sore under the breast area. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The patient¿s physician advised temporary removal of the equipment to allow the area to heal. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.